Manufacturer narrative:
Investigation summary: the ac power disconnected alarm was triggered despite the aic being connected to ac power was due to a malfunction of the dc power supply.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient. Section d brand name corrected.

Event description:
The complainant reported that the ac power disconnect advisory persisted and did not clear. The console was connected to multiple power outlets, but it still failed to charge.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.